Event description:
Patient presented to the physician, one week post-implant procedure, with a hematoma and an observed lump at the neck incision site. Physician prescribed oral antibiotics. Patient returned for a follow-up appointment, where a slight improvement was noted.